Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that she has tried many different infusion sets and is still having no delivery alarms on another new pump. Customer thinks it is the reservoir and has counted 29 no delivery alarms since yesterday. Customer does not want to keep on troubleshooting and thinks she may have a bad batch of reservoirs. Customer stated that the reservoir was alarming no delivery when it gets to the second mark and has tried new insulin. Customer stated that she ran prime and the pump alarmed while giving a bolus into the air when the reservoir was at the 2nd mark. Customer has switched sites on her body, but has not changed the reservoir. Customer will have reservoirs sent overnight to her. If they work, customer was advised to call back and return the reservoir with the lot number and will be replaced. Customer called back and stated the alternate reservoir have worked. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.